Event description:
Customer alleges that the screen goes blank during use. There was no reported pt involvement. Service rep was unable to duplicate reported condition. Proper operation of the device was confirmed.